Manufacturer narrative:
The returned device was evaluated and the returned device had the cannula assembly deployed. A leak test found that fluid was able to flow through the fluid path with no signs of struggle or leakage. The distal tip of the formed needle was found to be damaged, contributing to bleeding as blood was found on the device. The exposed portion of the soft cannula was also found to be damaged, although, it cannot be conclusively determined when or how this damage occurred, and fluid was still able to exit the fluid path despite this damage. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported while a patient was wearing a pod between 36 and 48 hours their blood glucose level had rose to 352 mg/dl. As treatment, the patient administered a bolus and applied a new pod,